Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous right anterior tibial artery (ata). This 1.5mm x 20mm x 142cm sterling es balloon catheter was advanced to the lesion and inflated. The balloon ruptured on the first inflation at 6atms. The procedure was completed with another sterling es balloon catheter. No patient complications were reported and the patient's status is good.